Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from (B)(4) there was the possibility that the reported phenomenon was attributed to the failure of the camera cable due to the long-term use beyond the durable life (six years). If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the image failure of the subject device at the unspecified timing. At the incoming inspection for the repair, the service department of olympus (B)(4)checked the subject device and found that the image of the subject device flickered and was not displayed which might be occurred due to the camera cable break. There was no report of patient injury associated with this event.